Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using the infusion set for 3 days. Clinical support informed the customer that using the infusion set for 3 day's is off label per the tandem user guide. Customer resumed insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.